Manufacturer narrative:
One heal collar 5.7x6.5, 5mm (hc565) with the associated implant (tsvt6b13) were returned for investigation. Visual inspection of the as returned product identified wear and debris about implant threads. The internal drive features were noted to be stripped with some signs of damage. The returned healing collar is noted to be damaged at the engaging threads, and are compressed inward when compared to product drawings pd-hc563 rev a and pd-565 rev a. Functional testing was performed for the returned product and it was determined that the healing collar no longer seat fully in the returned implant. Further functional testing determined that returned implants no longer assembled with in house mating healing collar, and the returned healing collar no longer assemble with in house mating implant. Therefore, both returned devices failed functional testing. Even though, the implant is found to fail functional testing, it may be damaged by the user trying to seat the healing abutment or damaged due to the implant removal process. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR for the implant. DHR review was completed for the subject lot number 2018062274. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018062274) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed for all returned products. A definitive cause could not be identified; however, it could be associated to excessive insertion torque. The following sections have been updated: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a healing abutment (hc565) could not seat in the implant. Implant was removed and another one was placed.